Event description:
New information notes that the patient is doing well.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant, low impedance was observed on the ventricle lead. The physician decided to use another lead. The patient is recovering.

Manufacturer narrative:
Analysis was normal. No anomalies were found.